Event description:
It was reported that prior to a unknown procedure, the tip of the hand piece broke when connected to the blade. Another device was used to complete the case. There was no adverse consequence to the patient.